Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was thought to be respiratory issues as food and liquids were going into his lungs. The caller stated that the customer had diabetes, bladder and pancreatic cancer, difficulty breathing, and atrial fibrillation that may have led to the customer's passing. The customer¿s blood glucose was high at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing when they got hospitalized. The customer was on steroids which caused them to go high. The customer was not using medtronic sensors. The customer had liquid in his abdomen so they did a surgery and placed an ostomy bag. The caller declined to return the insulin pump for analysis.